Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited high out-of-range pacing impedances measuring greater than 2000 ohms in which triggered a lead safety switch (lss). Over the last year the impedances have been variable measuring between 600-800 ohms with some occasional spikes measuring 1000-2000 ohms. It was noted thresholds have been stable and there was no observations of noise. At this time, the plan is to continue to monitor and boston scientific technical services recommended programming recommendations. This pacemaker and rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited high out-of-range pacing impedances measuring greater than 2000 ohms in which triggered a lead safety switch (lss). Over the last year the impedances have been variable measuring between 600-800 ohms with some occasional spikes measuring 1000-2000 ohms. It was noted thresholds have been stable and there was no observations of noise. At this time, the plan is to continue to monitor and boston scientific technical services recommended programming recommendations. This pacemaker and rv lead remains in service. No adverse patient effects were reported.